Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 189 mg/dl. Customer declined to troubleshoot and was advised to avoid sharp bends in the tubing such as bending/straining the tubing where it connects to the reservoir. Customer reported that they had tried all remedies the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received error 37 during rewind due to corroded motor home switch. Unable to verify no delivery or occlusion alarm, perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the device and received pump error 37 at rewind.